Manufacturer narrative:
S/w version 5.2a retainer = black case type = ngp customer returned pump for an alleged pump error 63 and blank display found on 25-jul-2023. Pump passed the displacement test, sleep current measurement test, active current measurement test and self test. No alarms triggered during testing. No blank display noted during testing. Successfully utilized crest and thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms 04-aug-2023 at 14:05:09, 14:05:20, 14:05:40 with variable 15. Pump error 63 (variable 15) alarm due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on motor. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, dried insulin - motor slide, and pillowing keypad overlay. Pump error 63 confirmed in the history files with three consecutive alarms due to moisture damage on the motor. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reported the insulin pump with the error code of hardware low-level failures (pump error 63) and blank display. Troubleshooting was performed. The customer was able to successfully clear the alarm and rewind. It was unknown whether the pump passed the self-test. No harm-required medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.